Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Access site adverse event/major bleed: the cause of the access site adverse event was use related as it was managed by tightening the perclose sutures.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced oozing at the groin site with a decrease in hemoglobin and hematocrit values. The patient received a transfusion of packed red blood cells and was in stable condition.

Manufacturer narrative:
H6: updated code based on new information additional information we were able to resolve the issue by tightening the pre-placed preclose sutures. The device was successfully weaned, explanted, and discarded. So, the device will not be available for return